Event description:
It was reported that a post operative follow-up x-ray revealed a loose rod. A revision was scheduled and the surgeon found the blocker was almost completely out of the screw at l-2, and the blocker on the screw at l-3 was very loose.

Manufacturer narrative:
Codes are pending engineering evaluation.